Event description:
Inbound. One of remodulin prefilled cadd cassettes alarming steady beeping then no disposable pump wont run, when placed on backup pump steady beeping in run mode. No further details provided.